Manufacturer narrative:
Insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. Insulin pump programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. Insulin pump monitored for several days and no unexpected boluses or bolus anomaly noted. Insulin pump received with bleeding liquid crystal display glass, cracked reservoir tube lip, minor scratched display window.

Event description:
It was reported that the insulin pump alarmed no delivery and had bolus that patient did not administer. Customer's blood glucose was 280 mg/dl. Customer treated the high blood glucose with the insulin pump. Customer stated that no delivery alarm was resolved by a complete set change. Customer requested for insulin pump replacement due to the bolus anomaly. No further information provided.